Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section of the subject device remained and did not broke off. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction which caused or might cause serious injury of the patient. Therefore, we are retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic colectomy, the subject device was used. It was reported that the grasping section of the subject device broke off after 30 minutes of use. It was not reported where the fragment fell or whether the fragment was retrieved or not. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the grasping section.